Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated a1/2/3, b4/g4 dates, b5/6/7, d1/2/3, d7 (revision date), e1, g2, and h4. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision due to take place (B)(6) 2012. Asr xl acetabular system - right. Reason(s) for revision: unknown. List of product stickers obtained for both hips, no plan to revise left hip. Email attached. For left hip revision please see (B)(4). Update: revision date confirmation received 28 may 2012. Update - received 4 march 2013 - reason for revision. Reason for revision: alval/soft tissue reaction. Update received: 30th may 2014 - added hospital: (B)(6) hospital (B)(6), added surgeon: (B)(6), marked as legal, added kennedys reference number, amended revision date: (B)(6) 2012, cross referenced, added patient gender, added patient age, added patient date of birth, added patient name, added patient ID (initials).

Event description:
Asr revision. Asr xl acetabular system - right. Reason(s) for revision: unknown. Revision date confirmation received (B)(6) 2012.

Event description:
Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.